Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side double capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 395cc mentor memoryshape breast implant and was presented with left side double capsular contracture; baker grade unknown confirmed by the physician on (B)(6) 2019. As a result, patient underwent explantation and replacement on (B)(6) 2019 with catalog number 3341259 and serial number (B)(4) on the left side.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/03/2019, mentor became aware that patient was presented with left breast seroma. Hence, patient code under field h6 on this form has been updated. On 10/04/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).